Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. A worldwide complaint database search found no other reported incident against the provided product/lot combination since release. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and patient activity levels post-op. Based on the investigation the root cause is undetermined. If additional information is made available, the investigation will be updated as applicable.

Event description:
A touch cmc 1 neck component (nto08) explant was received following a revision surgery performed at (B)(6) in (B)(6) 2025. No clinical signs, symptoms or conditions were reported by the health establishment. After three attempts, no additional information related to this event was communicated.